Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was hospitalized because they were unconscious and could not confirm any symptoms. During admission the patient was being bathed and dropped the shower bag containing the controller into the bath tub. The controller began to alarm continuously and was replaced to the backup controller. The log files showed a power cable disconnect, pump off and driveline disconnected alarms which were triggered intentionally. The log files noted a single unsuatianed power/flow elevation. Related manufacturer reference report: MFR # 2916596-2022-12230.

Event description:
It was reported that there were no changes in the patients symptoms and continuous palliative care was provided to the patient. The alarms resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of fluid ingress into the patient¿s shower bag could not be confirmed through this evaluation as no product was returned for evaluation and no photographs were provided. Although a specific cause for the reported event could not be conclusively determined through this evaluation, the account indicated that the shower bag was accidentally dropped into the bathtub while taking a shower. The patient remains ongoing on heartmate ii left ventricular assist system (lvas) support with no further issues reported at this time. The lot number was not provided. This product is not sterilized. The lot number is not printed on the product and is only available on the box/at the time the product is opened. This is not an out of box failure and the failure mode was not noticed at initial use. The heartmate ii lvas instructions for use (IFU), rev. B, and the heartmate ii patient handbook, rev. D, are currently available. These documents state that wear and carry accessories should be periodically inspected for damage or wear. If an accessory appears damaged or worn, do not use it. These documents also instruct the user to not submerge the shower bag in water. After showering, the shower bag exterior should be wiped with a clean, dry towel and the bag should be allowed to drip dry completely before being used again. Additionally, the IFU and patient handbook provide instructions on using and assembling the shower bag. No further information was provided. The manufacturer is closing the file on this event.